Event description:
Pt was a (B)(6) female with right middle cerebral artery (mca) m2 occlusion. One pass was made with a merci retriever v 2.0 firm retriever. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. Hemorrhage at left sylvian fissure was confirmed at a post-operative CT scan (the hemorrhage faded away by (B)(6) 2011). Tissue plasminogen activator (t-pa) was not administered to the pt during procedure. Medical intervention was not performed. Physician believes that the hemorrhage may have been due to recanalization as it had occurred at a different part from where the merci device was used.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.